Manufacturer narrative:
E3. Initial reporter occupation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device the part of the hose was broken. There was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection was performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as that the patient outlet fitting was forcibly removed. The missing patient outlet fitting was replaced. The device passed functional testing after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.